Event description:
Procedure: low anterior resection / double stapling. According to the reporter: used for resection of a part of staple line on the anal sine in hartmann's operation. A nurse confirmed no problem in loading sulu. The surgeon felt a slight difficulty in squeezing the handle in the middle of firing but it did not require such an excessive force that could make the anvil bent. After procedure confirmed the outside of anvil was deformed; however, reported that the deformed conditions in that metal part had been already observed when the package was opened. The customer considers that deform was not caused during use but it is just the initial conditions confirmed prior to use. It could complete the firing but malformation of staples was confirmed. Additional tissue resection and tissue damage were reported. Using another sulu, the additional resection was performed to cut off the staple line that was fired by use of (B)(4). No reinforcement material was used. Operating time not extended.

Manufacturer narrative:
(B)(4).